Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got did not receive a low battery alert prior to the replace battery now alarm. Customer¿s blood glucose level was unknown. The customer stated that changed the battery and the pump kept saying it needs to be changed replace battery now alarm. The second occurrence of replace battery now without a low battery warning. The customer advised that the pump will needs to be replaced. The customer advised to continue to wear the pump until replacement arrives if they insert a new battery. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected replace battery now alarms noted in the insulin pump trace download. Insulin pump trace download analysis confirmed the insulin pump alarmed replace battery alerts. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alerts due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with corroded battery tube.